Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device showed error code 200.34. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, the cpu board was found to be defective. It was replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The defective cpu board is identified as the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number ( (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during demonstration of a vapr vue generator, error code 200.34 was showed. Device is jjms commercial sample. No patient involvement.